Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a blood glucose level of over 500 mg/dl. Customer reported changing her infusion set during the high blood glucose incident and observing a bent infusion set cannula. Customer was able to troubleshoot the bent infusion set cannula. Customer did not troubleshoot the elevated blood glucose level. No product is expected to be returned.